Event description:
The plaintiff alleges that while a dental student and while working as a dentist, plaintiff continually worked with latex powdered gloves and was exposed to latex, latex dust and various powder additives. Plaintiff alleges that because of the repeated, cumulative and substantial exposure to latex containing products, plaintiff sustained serious, severe and permanent bodily injuries, pain and suffering, and will be caused to endure add'l pain and suffering for an indefinite time in the future. Furthermore, plaintiff alleges that plaintiff sustained numerous injuries, including, but not limited to, the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, headaches, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, and life-threatening nature. Plaintiff also alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of their usual activities, pursuits and pleasures. Plaintiff further alleges that plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Finally, plaintiff alleges that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future.